Event description:
Patient was noted by bedside rn to be leaking from pa [pulmonary artery] catheter/introducer clear fluid which appeared to be medication. No visible damage noted to either pa catheter or introducer. Pa catheter and introducer removed and available in cvicu [cardiovascular intensive care unit] leadership office for return. Pa catheter 8fr pac lot # 66221904 no lot # on pac protective sheath packaging multilumen introducer 9fr manufacturer ID (B)(4).